Event description:
It was reported the atrial lead had high thresholds and no capture. The lead was capped and replaced. No further complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the atrial lead had high thresholds and no capture. The lead was capped and replaced. No further complications have been reported as a result of this event. Later review of manufacturer's database revealed the patient had expired. There is no allegation from a health care professional that the death was device related. Follow up revealed patient fell "probably in (B)(6)" 2008 dislodging atrial lead. Programmed to vvi to avoid surgery due to patient fragile state, but on (B)(6)2008, saw hcp for dizziness and, as appeared not tolerating vvi programming, atrial lead replacement done (B)(6)2008. Readmitted to hospital (B)(6)2008 for acute gi bleed from esophageal tear. Declined in hospital and died with cause noted to be respiratory arrest, disseminated coagulapathy, and colonic abscess.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.